Event description:
Post heart cath, patient was on a fem stop at 40mmhg per order. Patient had a vasovagal episode and rrt (rapid response team) was called. It was noticed that gauge was fluctuating between 40-150smmhg. After patient's bed rest was finished, device was saved and placed aside for further investigation.